Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. During an onsite evaluation by the biomed service technician, the console was evaluated and tested. The root cause of the issue was due to the defective temperature probe cable. After cable replacement, the thermogard ivtm console passed functional testing with no faults found. Review of the event log found temperature fluctuation on line 89-90. The system reacted to the fluctuation and went into warming mode, thus suggesting faulty temperature probe or cable. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm with serial number (B)(4).

Event description:
During temperature management therapy, the reporter noted that the temperature displayed on the thermogard xp ivtm console (sn: (B)(4)) is different compared to two (2) esophageal temperature probes. As a result of the issue, the reporter indicated the console is over correcting the temperatures. Customer replaced the console as recommended by the zoll clinical specialist to continue with the treatment. Patient was able complete temperature management therapy.